Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead was placed however was repositioned for more optimal p-waves. When attempting to reposition the lead, the helix mechanism was noted to be stuck. When the lead was removed tissue was noted in the helix housing. A new lead was successfully implanted. No adverse patient effects were reported.